Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was discovered during a post-op scan, that the facial ID plate had broken. There is no other information known at this time.

Event description:
It was reported that it was discovered during a post-op scan, that the facial ID plate had broken. There is no other information known at this time.

Manufacturer narrative:
The reported event could be confirmed as the returned plate shows fractures. The (measurable) dimensions are in accordance with the specification. The chemical composition of the plate conforms to the specification titanium grade 3. The macroscopic appearances of the plate point to exceeding the material strength. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure and the secondary cracks in the area of the breakages. The fracture surfaces were partially leveled due to friction with the counterpart. The undestroyed fracture surfaces (rest) show the appearance of a low cycle fatigue rupture. The fractographic investigations with sem show a structure of a low cycle fatigue rupture with secondary cracks and in addition, swinging lines of a fatigue breakages are visible. It was further reported that the patient believes she heard the plate has snapped few weeks before the plate was removed. Furthermore, the patient was having significant pain as a result of the broken plate. As the surgeon removed the plate, it was determined that the bone has never healed, so a l-plate was implanted. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any design, material or manufacturing related issue.